Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic bariatric procedure, the stapler was able to fire but the staple line only worked for 1cm and staples did not form a proper "b" shape. The jaws fell into the patient's cavity and patient's hospitalization was extended. Another reload was fired to resolve the issue.